Event description:
It was reported the implantable neurostimulator (ins) was implanted and the impedances were checked and contacts 8-15 were outside normal limits. It was stated, the device was repositioned, wiped off and still had high impedances. It was also stated the doctor requested another ins and when the new ins impedances were checked all the impedances were within normal limits. It was reported there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial # (B)(4) showed no anomalies and showed good stable output on electrode pairs as received when tested with a known good lead. Normal impedances were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.